Event description:
The stent was deployed outside of the pseudocyst. When removing the stent, the stent introducer was retained in the pseudocyst cavity. This also left a gastric perforation which was closed with an ovesco clip. Device was used per manufacturer's instruction.